Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) display screen was damaged. It was indicated that the display was out of specification electrically and the lens was damaged. It was also indicated that the upper case was broken, the ring was bent, and the keyboard was scratched. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) display screen was damaged. The epg was returned for service. No patient complications have been reported as a result of this event.